Event description:
A falsely depressed hb1c result was incorrectly reported on a patient sample. The result was reported to the physician. The results were eventually questioned within the laboratory and the correct result reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed hb1c result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hb1c result is user error. A transcription error was made in which the operator reported a result from another sample that was run immediately prior to the patient who was incorrectly reported. The instrument is performing within specifications. No further evaluation of the device is required.